Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that a type ia endoleak was observed on the final angiogram for the procedure. The cause of the event is not determined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received. It was confirmed that the ia endoleak was observed again on discharge CT three days post the index procedure. At the 12 months follow-up imaging, there was no presence of type ia endoleak and deemed to be self resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was reported a new type iib and type ia endoleak are self resolved. If information is provided in the future, a supplemental report will be issued.